Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted:unk. (B)(4).

Event description:
It was reported the patient experienced a return of symptoms; an increase in pain that started about two weeks ago. A volume discrepancy was reported. The actual residual volume (arv) of 25ml was greater than the expected residual volume (erv) of 0ml. It was indicated there was not a volume discrepancy at the first refill; it was ok. Caller stated that the problems with the pump began when the pump was replaced. Caller mentioned there were other problems after the pump replacement that may not have been pump related. Further trouble shooting was being considered. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the pump was sounding an alarm for an empty drug reservoir, but the actual residual volume was 25 ml.